Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion (pbd). This device battery longevity went from 1 year to 3 months in just 2 weeks. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption is increasing in a gradual fashion. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion (pbd). This device battery longevity went from 1 year to 3 months in just 2 weeks. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption is increasing in a gradual fashion. To date, this device remains in service. No adverse patient effects were reported.